Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the lid magnet retainer was broken and the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Stryker product assessment center (pac) evaluated the customer's device and determined that the cause of the reported issue was due to a broken lid magnet retainer. Device archived at stryker.